Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Manufacturer narrative:
Additional information was received that the patient had no issues with the device. It was physician¿s preference to explant the system to swap out with a non-bsn system. No device malfunction was suspected.